Manufacturer narrative:
No report of patient involvement. The hospital reported that they replaced the central processing unit and flash card, resolving the reported complaint.

Event description:
The hospital reported that, during the boot-up cycle, the unit had a system reset error. There was no report of patient involvement.